Manufacturer narrative:
(B)(4). The device is reported to be available but has not yet been returned. The device history record for the lot number involved, 0202577831, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 31-mar-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). The device was not returned.

Event description:
Fill volume: 500 ml, flow rate: 4 ml/hr to 8 ml/hr, procedure: right shoulder rotator cuff, cathplace: neck. A report was received stating the patient had a reaction to a pump infusion. The patient experienced metallic taste and ringing in ears. The patient's family member was instructed to clamp the device and call the anesthesiologist immediately for follow up orders. The patient was not using hot or cold therapy. Additional information received (B)(6) 2017, the patient was reported to be stable and no longer experienced the metallic taste in the mouth and ringing in the ears. On (B)(6) 2017 the family member and the patient went to the emergency room, where a doctor removed the catheter from the patient's neck and discontinued the pump. The patient's symptoms dissipated the morning of (B)(6) 2017. The family member states the pump was probably started between 11am-1pm on (B)(6) 2017. The pump was located in the black carrying case which hung around the patient's neck. It was not under any sheets or blankets. It was located outside of the patient's sling. The patient did not add pressure to the pump or accidentally lay or sit on it. No further information to be provided.

Manufacturer narrative:
One sample device was returned. The infusion was verified on all the saf flow rates. 0 ml/hr did not infuse. The tubing was cut a few inches distal to the blue connector to drain the medication. The tubing was bonded back with a male and female luer using cyclohexanone. The pump was refilled to the nominal value of 400 ml using a baxa repeater pump with 0.9% of saline. The saf was set to 8 ml/hr and the flow accuracy test was performed. After 37.5 hours of testing, the pump yielded a flow rate of 5.88 ml/hr, which is below specifications with a +/-20% tolerance. The flow rate was off by 0.52 ml/hr from the passing rate of 6.40 ml/hr. The pressure pot was performed on the flow control tubing (selected-a-flow unit) and without the filter on flow rates 2 ml/hr, 4 ml/hr, 8 ml/hr and 14 ml/hr. The tubing was detached from the pump and connected to a pressure gauge. The average bladder pressure used was 8.81 psi. Flow rate 2 ml/hr yielded a flow rate of 2.11 ml/hr, which is within specifications with a +/-20% tolerance. Flow rate 4 ml/hr yielded a flow rate of 4.22 ml/hr which is which is within specifications with a +/-20% tolerance. Flow rate 8 ml/hr yielded a flow rate of 8.14 ml/hr which is within specifications with a +/-20% tolerance. Flow rate 14 ml/hr yielded a flow rate of 13.49 ml/hr which is within specifications with a +/-20% tolerance. The investigation summary concluded that fast flow was not observed. During the flow accuracy test, the pump was below specifications. During pressure pot testing, all flow rates met specifications using the average bladder pressure. All information reasonably known as of 9-may-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).